Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation and creases. Cloudy after autoclave disinfection process in the gel. A weight test of the device was verified and the device was within specification. Creases/folding of implant condition that was indicated in the complaint was observed, nevertheless it is considered non-related to the manufacturing process, since the device was received out of their primary packaging and is an explanted device. Based on the device analysis the final assessment is creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process.

Event description:
Health professional reported right side capsular contracture, baker grade IV and "creases". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is capsular contracture, baker grade IV.

Event description:
Health professional reported right side capsular contracture, baker grade IV and "creases". Device has been explanted.